Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level. Customer's blood glucose level was 444 mg/dl. Customer has not treated and was calling in because she needed her carb ratio set up on the pump. Customer treated with a manual bolus of 7 units. Customer does not have her bolus wizard settings available as she shipped her pump back already. Customer stated that the health care professional did not have the settings. Customer stated that her pump has always had the settings plugged in for the bolus wizard. Customer thinks that it may have been the default settings. Customer was offered troubleshooting, but she declined as she does not think it was the pump and that it just needed to be programmed. No additional information provided.